Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (failure to seal) could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique, interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that the perforation may have been larger than anticipated, causing the reported patient-device incompatibility (failure to seal); however, based on the limited information provided by the account, this cannot be confirmed. Another graftmaster stent was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a perforation in the distal right coronary artery (rca). The 4.5x16 mm graftmaster covered stent was implanted at 15 atmospheres (atm) but the perforation was not sealed. Therefore the 3.5x16 mm graftmaster covered stent was implanted at 20 atm but the perforation was not sealed. The 2.8x16 mm graftmaster covered stent was implanted at 18 atm but again the perforation was not sealed. There were no reported adverse patient sequela. No additional information was provided.